Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 3002806535 - 2017 - 00970, 3002806535 - 2017 - 00971, 3002806535 - 2017 - 00972. (B)(4). Concomitant medical products: 161469 oxf twin-peg cmntd fem md PMA lot 026820 154726 oxf uni tib tray sz e lm PMA lot 147200 159547 oxf anat brg lt md size 3 PMA lot 442310. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address unknown reasons. No further information has been made available at this time.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.